Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13414. It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the atrial and right ventricular leads were oversensing lead noise. The leads were capped and replaced on (B)(6) 2020. The procedure was completed successfully with no complications. The patient was stable.